Event description:
A report received from spain stated an 840 ventilator experienced a safe state system test alarm which caused the device to stop cycling. The ventilator was not in use on a pt when the malfunction occurred.

Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse replaced the analog interface (ai),printed circuit board (pcb), and the expiratory module pcb. The cse performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device was found to operate within manufacturing specifications following repair. A service history review has been performed for the serial number by the MFR. No similar events were found in the service history record. In the event that additional info is obtained a supplemental report will be issued. (B)(4).